Event description:
Placed new peripheral IV in patient left fa (femoral artery). One attempt and IV was placed without difficulty. IV flushed then rn noticed leaking in tubing near luer lock adapter for flushing. No leaking at insertion site. Upon further assessment, a crack in the tubing was noted. IV promptly removed and bagged for risk assessment.